Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The subject device was returned to service center for an evaluation. The customer's complaint of the tip breaking during use was confirmed during inspection. The jaws of the device would not open with the finger loop due to a fractured hub. This type of fractures can be attributed to an excessive force or torque being applied to the distal end of the device during use or cleaning. This is user caused damage.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of a DHR review, which stated that "the package-level (p7400499-018 pw303882) and device-level (p6000144-001 pw303879) dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of 180 units were produced under this lot number with no associated ncrs, reported scrap or recorded process deviations relating to the reported failure."

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
It was reported that during a laparoscopy procedure the jaws of a 942005pk pks lyons dissecting forceps would not open. It was reported that the tip of the instrument broke during use. A second pair of gyrus forceps was used to complete the procedure with no further issues.